Event description:
Customer reported of getting erroneous low patient results with short sample errors for multiple analytes which included albumin (alb), blood urea nitrogen, calcium, carbon dioxide, chloride, creatinine, glucose, potassium, sodium, total bilirubin, protein, alanine aminotransferase, alkaline phosphatase and aspartate aminotransferase on the au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or patient demographics, and the exact number of patients affected is unknown. The customer only provided an example for two (2) patients. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer support specialist (cts) assisted customer over the phone to troubleshoot the au480 clinical chemistry analyzer. The cts advised customer to replace the syringe or probe. Service was requested. A field service engineer (fse) assisted the customer over the phone. The fse advised customer to replace the sample probe. The customer replaced the sample probe which resolved the issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).